Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# b0755032k, implanted: (B)(6)2008, product type: catheter. (B)(4). (B)(6). Analysis of the pump revealed no anomalies. The device met specification.

Event description:
The health care provider reported via the representative that the device system delivered baclofen with 2000mcg/ml, 1500mcg/day and was used for dystonia. In addition, since the implant of this pump the patient was experiencing intermittent dystonic episodes and sleepiness. It was noted that the patient had been clinically well managed with his previous pump. However, his managing physician did a lot of trouble shooting clinically as there was no indication from the pump that it was not functioning correctly. After weeks of ruling everything else out, the sole conclusion was that it had to be the pump, as the issues had started straight after the pump change. The patient had an electroencephalogram (eeg), magnetic resonance imaging (MRI), catheter dye study, many clinical assessments for alternative diagnoses before the pump was identified as the root cause. Even to the day of explant, however, the pump displayed no log errors or alarms. The pump was returned noting it had failed. Once the newer pump was implanted everything clinically settled back to normal. Should additional information be received a supplemental report will be filed.